Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that spinal cord stimulation (scs) patient underwent an explant procedure due to difficulties with charging. The patient reported that the device was not holding a charge, and they also desired upgraded programming. The patient is doing great post operatively. The explanted device will not be returned per facility policy.